Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 490 mg/dl, 190 mg/dl. The customer was treated with the manual injection. The customer experienced the symptoms related to the high blood glucose as nausea, vomiting, abdominal pain, groggy, thirsty. The insulin pump had failed battery low battery and week battery alarm. The troubleshooting was performed for high blood glucose and under delivery also for battery issues. The insulin pump will be returned for analysis.